Manufacturer narrative:
Catalogue #: a partial product code of 35700 was provided. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused. This occurred during infusion of methotrexate. The volume to be infused was programmed at 2630 ml and the total volume cleared off of the pump was 3239 ml. The infusion was set to run for 23.5 hours but ran for a total of 25.5 hours. The reporter stated that during therapy they adjusted the rates based on their estimate of how much fluid was left in the bag because what was shown on the pump was not matching the fluid remaining. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Catalogue #: a partial product code of 35700 was provided. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused. This occurred during infusion of methotrexate. The volume to be infused was programmed at 2630 ml and the total volume cleared off of the pump was 3239 ml. The infusion was set to run for 23.5 hours but ran for a total of 25.5 hours. The reporter stated that during therapy they adjusted the rates based on their estimate of how much fluid was left in the bag because what was shown on the pump was not matching the fluid remaining. There was no report of patient injury or medical intervention associated with this event. No additional information is available.